Manufacturer narrative:
Product event summary: analysis confirmed that the epg had an error; the main printed circuit board (pcb) was electrically out of specification. It was also found that the red display wire was pinched and the wire was exposed. Following service and repair, failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit. No error was displayed. The main board was run on the automated test console, all tests passed. The error log was reviewed and the reported error was verified in the log. Conclusion: the reported event was confirmed, the error was confirmed in the error log but could not be reproduced on the bench.

Event description:
It was reported that the external pulse generator (epg) was displaying an error and would not power up. The batteries in the unit were replaced and it would still not power up. The epg has been returned for service. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.